Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-j batch 15422777 was received for evaluation. Visual inspection revealed that the needle was detached from the suture. Signs of crimpy was noted on the suture tip. Functional testing found not issues with the suture system. The most likely cause of the reported failure is user error, specifically tensioning or pulling on the needle rather than the suture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the thread broke during sewing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.